Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum and gallbladder to treat stones in the gallbladder and to block the common bile duct due to cancer during a choledochoduodenostomy procedure performed on (B)(6) 2022. During the procedure, the physician had difficulty advancing the axios stent delivery system through the scope and difficulty creating a puncture using the axios electrocautery enhanced delivery system. The axios cautery was able to burn through some of the tissue in the duodenum but not all. The physician decided to stop the procedure due to the same device not being unavailable and the inability to duplicate the exact position for the placement of a second axios stent. The physician scheduled a laparoscopic cholecystectomy, and suturing of the puncture site in the duodenum later the same day. The patient had been admitted to the trauma intensive care unit (ICU) since (B)(6) 2022, where the patient was intubated and on dialysis. The patient was expected to fully recover.

Manufacturer narrative:
Block h6: medical device problem code a07 captures the reportable event of axios cautery delivers energy intermittently. Impact code f0801 captures the reportable event of the patient admitted to the trauma intensive care unit (ICU). Impact code f19 captures the reportable event of the surgery performed to suture he duodenum. Block h11: blocks b5 and h6 (impact codes) have been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6), 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted in the duodenum and gallbladder to treat stones in the gallbladder and to block the common bile duct due to cancer during a choledochoduodenostomy procedure performed on (B)(6), 2022. During the procedure, the physician had difficulty advancing the axios stent delivery system through the scope and had difficulty in creating a puncture using the axios electrocautery enhanced delivery system. The axios cautery was able to burn through some of the tissue in the duodenum but not all. The physician decided to stop the procedure due to the same device was unavailable to duplicate the exact position for the placement of a second axios stent. The physician scheduled a laparoscopic cholecystectomy and suturing of the puncture site in the duodenum later the same day. The patient had been admitted to the trauma intensive care unit (ICU) since (B)(6), 2022, where the patient was intubated and on dialysis. The patient was expected to fully recover.